Event description:
A pt reportedly experienced a severe irregular astigmatism following a microkeratome procedure and ablation. The doctor reported that the flap produced by the handpiece appeared to have a thick hinge.